Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic jejunal tube. In (B)(6) 2020, the patient was hospitalized during the day for the periodic change of the pegj system. During the upper digestive endoscopy, a forest iii ulcer was observed in the duodenal bulb. The patient was prescribed pantoprazole 40 mgx2 / day and sucralfate 1 g x3 / day for 2 months and a superior control digestive endoscopy will be done in 3 months.